Manufacturer narrative:
PMA/510(k)#: p100022 and s001. The ziv6-35-125-6.0-120-ptx stent of lot number c793667 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Further information provided stated that the patient was reported previously for restenosis issues. Information provided stated that the restenosis was not due to thrombosis. Available information stated that the patient had pre-existing conditions including hypertension and was a previous smoker. According to complaint information provided, worsened claudication was observed on the patient. It can be noted that this symptom (worsen claudication) indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. Based on the above it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to the lack of imaging no other comments can be made. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. According to information provided pta, thrombolysis and thrombus aspiration were performed against this on the same day and the condition of the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012 - 3 x zilver ptx stents (ziv6-35-125-6.0-120-ptx lot#c793667, ziv6-35-125-6.0-120-ptx lot#c775581 and ziv6-35-125-7.0-120-ptx lot#c773941) and 1 x bare metal stent are implanted in the patient. On (B)(6) 2015 - restenosis (100%) where the complaint stents were implanted was confirmed. Worsen claudication was observed to the patient. Pta, thrombolysis and thrombus aspiration were performed against this on the same day and the condition of the patient recovered. As per the above description of event received, 3 x zilver ptx devices are involved in this incident. This report addresses the investigation of 1 x ziv6-35-125-6.0-100-ptx device of lot#c793667. Additional reports will be submitted in relation to the other ptx devices reported - report reference number: 3001845648-2015-00184 and 3001845648-2015-00185.